Event description:
The olympus representative on behalf of the customer reported to olympus, the endoeye flex deflectable videoscope had a bad image. The device was inspected prior to use, the issue was found during reprocessing, and the intended therapeutic procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image disappeared during angulation in the up / down direction due to damage to the charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image disappeared / a noise in the image occurred during angulation in the up / down direction due to damage to the charged coupled device unit. Additional findings include the following: the insulation resistance value did not meet the standard value due to damage to the insertion pipe, the adhesive on the bending section cover had a chip, the connection between the bending section and connecting tube were not secured due to a deformation of the bending tube, switch 1 had discoloration, the video connector had a crack, the angulation lever did not move smoothly due to damage on the control section, and the bending section could not be firmly fixed due to damage to the forceps elevator lever. The following had a scratch: the bending section cover, control unit, grip, light guide connector, light guide cover glass, switch 1, right / left lever, video connector, and the video connector case. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the image disappearing during the angulation operation in the up / down direction was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: ¿chapter 3 preparation and inspection 3.8 inspection of the endoscopic system.¿ [inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in white light imaging (wli) and narrow band imaging (nbi) observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.